Manufacturer narrative:
(B)(6). Patient information is unavailable, follow up to obtain the information is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the wire on the intact wand fractured. Nothing fell into the patient and there was no patient injury.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, the wand failed to capture a specimen. Staff tried the second wand and the same issue occurred. One of these wands also had a wire break. Investigation conclusion: the reported issue was confirmed. One of the wires present within the multileaf element is broken, however, it cannot be determined which wire segment of the multileaf element is broken or when the wire segment became damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the wire on the intact wand fractured. Nothing fell into the patient and there was no patient injury.